Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
No device was returned for evaluation; however provided photography and x-ray review confirms the event occurred. Review of device history records could not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information made available. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient underwent revision of a hemi-arthroplasty shoulder implant due to native glenoid bone wear. Patient was converted to a reverse prosthesis. No further information available.

Event description:
No further information has been made available at the time of this reporting

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.